Manufacturer narrative:
Continuation of d10: product ID unk-cv-sr-valiant (unknown serial/lot); product type: 0180-aortic stent graft; implant date ; explant date product ID unk-cv-sr-valiant (unknown serial/lot); product type: 0180-aortic stent graft; implant date ; explant date g2: citation: authors: jesse manunga, md1,2 , hamza hanif, md3 , ellen cravero, ms2, joann goldman, rt, ccrc2, ross m. Clark, md3, nedaa skeik, md1,2, elliot stephenson, md1,2, kevin m. Harris, md2,4, and muhammad ali r. Midterm outcomes of patients with complex aortic aneurysms treated using mixed and matched endoprosthesis from different manufacturers. Journal of endovascular therapy 2024. Doi: 10.1177/15266028241283252 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: 'midterm outcomes of patients with complex aortic aneurysms treated using mixed and matched endoprosthesis from different manufacturers'. The time frame of this study was over 10 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic valiant thoracic stent grafts. Among patient adverse events included: renal insufficiency, renal failure, myocardial infarction, paraplegia, reintervention, sci, a neurysm enlargement, no further information was provided pertaining to medtronic products.